Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 544 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. Customer followed troubleshooting instructions with tandem technical support. Occlusion was determined to be caused by blockage in cartridge, customer changed supplies as needed and resumed insulin therapy.